Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been on the insulin pump for 2 months. Customer stated that he has a lot of scar tissue and due to the scar tissue he sometimes has to change out his infusion set 3 times before he hits a right spot. Customer stated that he has tried alternate areas and his blood glucose level is at 70 mg/dl. Customer stated that it was 98 mg/dl and had breakfast. Customer's blood glucose is 554 mg/dl and then he gave himself an injection to correct his blood glucose. Customer was advised that a different set might make a difference. Customer will be shipped some samples to try.